Manufacturer narrative:
(B)(4).

Event description:
It was reported "the intra-aortic balloon pump (iabp) suddenly stopped inflating and deflating during use. Staff attempted troubleshooting without success and contacted the manufacturer. Following their advice to restart the device, the iabp resumed normal function with no further issues".the customer was unable to answer any additional questions reguarding the patient's current condition.

Event description:
It was reported "the intra-aortic balloon pump (iabp) suddenly stopped inflating and deflating during use. Staff attempted troubleshooting without success and contacted the manufacturer. Following their advice to restart the device, the iabp resumed normal function with no further issues".the customer was unable to answer any additional questions reguarding the patient's current condition.

Manufacturer narrative:
(B)(4). The reported complaint of "stopped inflating and deflating" is not able to be confirmed. The product was not returned for investigation. Based on the event details, the issue was resolved by a power cycle. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.